Event description:
Spontaneous communication. (B)(6)., hhm reported error in line message on curlin pump. Her along with her colleague stated have exhausted all troubleshooting options with replacing tubing, no kink in line, flush to no avail. Pt is currently receiving igiv via gravity. Pharmacy replacing device. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Trouble shooting was completed and unable to resolve the issue. Device is available for return. No additional information available. Serial number: (B)(6). Maintenance due date: 12/2024. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: health professional.